Manufacturer narrative:
1627487-07262012-002-r and 1627487-05242011-002-r . This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used and charged the system for approximately four years. As such, the ipg was inoperable. Subsequently, surgical intervention was undertaken during which the ipg was explanted and replaced. Stimulation was re-established after the procedure.